Event description:
It was reported that during unpacking for a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the inner pouch was found not sealed. The corner of the package was torn. The 3.5x15mm quantum maverick balloon was then disposed. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)